Event description:
A malfunction was reported on the pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, which resolved the issue, and the customer was informed to contact support again if the malfunction recurs.